Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter does not turn on. At about one week later, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests more than 7 or 8 times per day and manages his diabetes with lantus and humalog insulin (sliding scale per the lfs meter readings). The power issue began in 2009. Reportedly, the pt was unable to obtain his blood glucose reading after the power issue began. The pt did not have a backup meter. Although the pt was unable to test his blood glucose, the pt took his usual dose of insulin on the day of event and the next day. Sometime after the product issue began, the pt reportedly developed "high blood glucose symptoms" described as "thirsty and tired". The pt was in the process of a doctor's office visit when the pt contacted lfs. There was no report of any treatment during the initial phone call. It would have been helpful to know what treatment the pt obtained during the doctor's visit. During troubleshooting, the power issue was not resolved. The subject meter did not power on with the power button pressed and the test strip inserted into the meter. The battery was replaced and the battery contact was in good condition. The power issue was not resolved. This complaint is being reported because the pt claimed he had symptoms that can be associated with hyperglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.